Event description:
The customer contact reported an unspecified number of undocumented incidents where air was noted in the tubing distal to the pump with no pump alarm while the pump was in use. The customer reported that when the pump was programmed to deliver at rates less than or equal to 5ml/hr, an unspecified amount and unspecified size of air bubbles were noted in the tubing distal to the pump with no pump alarm. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. The air sensitivity on the plum a+ device is a fixed setting to recognize air bubbles greater than or equal to 0.5ml. Hospira is continuing to investigate the reported event.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4)